Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the printer did not work and attributed it to the paper being wrapped around the roller. The paper was removed and the printer drawer was opened and closed a few times before the printer started working. Printer was still replaced as a preventive measure. Analysis also found the left keyboard hinge was broken, that two hinge plate screws were missing, that the upper case handle was broken and that there was a loose electrocardiogram connector which the link electronic module board was replaced and calibrated to resolve. The programmer needed a stylus so one was added and calibrated with the associated overlay screen and the programmer also needed an antenna. All affected parts were replaced. (B)(4).

Event description:
It was reported that the programmer's thermal printer would not print, that it would only feed the paper. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.